Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 row board was not detected. The field service engineer cleaned beneath the row boards and reseated the row board cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the half height drawer was not detected on bus. The customer stated that this malfunction occurred while the user was attempting to issue medication to th patient and the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.